Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 24301-0007t and lot# 24085241 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was occluded. The following information was received by the initial reporter with the following verbatim. We¿ve had 4 instances (one with paclitaxel and three with cetuximab) where the filter tubing has clogged and we¿ve had to reprime the line. This has been a very sudden change in the past 2 weeks. We¿ve never had issues before. The line almost creates some kind of vacuum and then stops flowing.